Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump was beeping and the screen was blank after the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following results:a review of the pump¿s history showed the dates from 01/01/2014 to 01/09/2014; the pump had been in use from 09/16/2013-01/09/2014. The available history showed no battery warnings and no evidence of excessive battery use. A visual inspection of the pump showed that the battery compartment was undamaged and the returned battery cap was able to fully tighten on to the pump. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no moisture contamination or internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.